Event description:
To emergency dept-evaluation indicated possible lead fracture (inappropriate aicd firing). To or for aicd battery and lead change following insertion of new ICD electrode into ivc without difficulty. Pt developed hypotension, CPR initiated. Atrial pacing attempted via permanent atrial electrode but capture was intermittent. Recurrent ventricular fibrillator. Resuscitative measures unsuccessful. Old lead noted to havefracture at pacing sensing coil.